Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide ¿the single-us.e disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 276 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer filled a cartridge with over 500 units and received a cartridge alarm 9 (overfill alarm). The customer loaded a new cartridge successfully.